Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a minor crack on the main switch housing, a worn-out video connector latch, and an outdated software version. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty patient board set. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018. Therefore, this confirms that the design of the operational amplifier circuit of the dr board was changed before countermeasures were taken. It is unknown whether the design change is related to the reported event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that 180 series scopes were not displaying an image when used on his olympus evis exera iii video system center. According to the initial reporter 190 series scopes were functioning properly. Additional details relating to the patient and clarification of the event/failure have been requested, but no clarity has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended a trouble-shooting option. However, that was unsuccessful, and tac then advised the customer to return the unit for further inspection/possible repair. Additional diligence was made to the customer to obtain event/device details. However, the information provided did not match our olympus device details. Another follow up attempt has been made to the customer requesting additional clarification on the initially reported event(s).